Manufacturer narrative:
Visual inspection showed that the outer helix and inner helix were within specification but the outer helix was visibly bent and damaged which is consistent with having occurred during procedure. Electrical features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During the leadless pacemaker (lp) system implant procedure, the lp was fixated and a defection test was attempted, however the lp dislodged from the tissue but was still attached the the delivery catheter. The pacing impedance was high and a different fixation site found. While attempting to fixate, the fluoroscopy revealed that the lp helix was stretched. A new lp system was selected and successfully implanted. The patient was in stable condition.